Event description:
A customer contacted beckman coulter inc. (Bci) regarding one valproic acid (vpa) sample that was suppressed with an "oir low" (out of instrument range low) flag that was generated by the unicel dxc 800 synchron chemistry analyzer. The operator performed dilutions with saline and found that the results from the various dilutions did not match. No erroneous results were reported outside the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was not provided by the customer. The lab suspects the initial results suppressed "oir low" may have been caused by a bubble in the sample. This incident was a sample specific event, service is not applicable.